Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at reservoir tube window corner and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged. The customer states the reservoir compartment was damaged and missing pieces. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.